Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl (750 mcg/ml at 382 mcg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had an MRI on (B)(6) 2019 at 10:57am not related to the patient's pump or therapy. The pump was not interrogated until (B)(6) 2019. The caller heard the pump alarm after the pump telemetry. On (B)(6) 2019 at 10:57am the tube set message was occurred. The patient was asymptomatic and hard of hearing not related to the device or therapy. It was noted the motor stall had not recovered and it had been more than 2 hours.